Event description:
Premature (B)(6) infant born with rds and in nicu needing line placement for fluid and nutrition purposes. Umbilical double lumen 3.5 french catheter placed on (B)(6) 2013 and upon the morning assessment on (B)(6) 2013, the line had separated form the hub (device usage - (B)(6) 2013 at 2020 - (B)(6) 2013 at 0730). Line was immediately clamped and removed to reduce the risk of a potential air embolism and piv was placed with a PICC line placed later that day for IV access for fluid and nutrition needs.